Event description:
In 2009, patient reported her infusion device stopped working the previous day. Patient stated she noticed it was not working, because her blood glucose levels were going on up. She reported her high blood glucose levels started three days earlier. Patient stated she has been on the back up infusion device since yesterday. Patient's normal blood glucose range is 140 mg/dl. Had patient insert a battery into the primary infusion device. Patient stated the battery is fine. Patient reported she has received no error messages. Patient stated infusion device is in the run mode, and when she pushes the down button, it does not work. She stated buttons give the beep and vibrations. Patient reported she discovered the button was not working "because her blood glucose was high." Patient stated the infusion device would not deliver her bolus. Patient attributes her high readings to the button not functioning. No specific readings were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. When asked if her blood glucose levels have returned to normal on the back up infusion device, patient did not know. Advised would follow up in a few days to see if her blood glucose has returned to normal. On follow up the next day, patient stated her blood glucose levels have returned to normal. Product was replaced and requested return of suspect product for evaluation.